Event description:
The customer stated that she was hospitalized for high blood glucose levels above 700 mg/dl. The customer stated that she was very ill with pneumonia prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.